Manufacturer narrative:
Concomitant medical products: dtma1d1, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high, unstable threshold. The lead was initially positioned in the his bundle but there was no changes in the qrs sequence, it remained extended. The lead was extracted via laser and replaced. No patient complications have been reported as a result of this event.